Event description:
Patient was revised to address aseptic loosening of femoral and tibial components at the cement/implant interface, with poor range of motion. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.